Event description:
It was reported that five batteries exhibited critical battery alarms and communication errors, and one of the batteries was being used when many ventricular assist device (vad) stops occurred. Another battery was also involved when a no power alarm on the controller occurred. It was stated that the batteries with communication errors were on port two of the controller. A sixth battery exhibited only communication errors. The controller exhibited a double disconnect of power sources and an unexpected loss of power. The vad also exhibited high watt alarms. The batteries, controller, and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 , catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-jun-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-jul-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-jul-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-jun-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-jun-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-dec-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-dec-2020, labeled for single use: no,(B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-jun-2021, labeled for single use: no,(B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-aug-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 22-aug-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-jun-2021, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged in the clinic.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details and device evaluation. B5 describe event or problem was updated. Battery (B)(6) was added to the event. Product event summary: the pump ((B)(6)), one (1) controller ((B)(6)), and four (4) batteries ((B)(6)) were not returned for evaluation. Eight (8) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and passed functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the batteries were unable to charge or provide power. Further testing of (B)(6) revealed that the battery was received with a pack under voltage (puv) and cell under voltage (cuv) flags enabled, as well as, two (2) permanent flags enabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. The puv and cuv flags indicated that the battery was depleted. The first safety flag was enabled due to the depleted battery. The gas gauge is not programmed to use the second enabled flag, which indicates that the battery unintentionally enabled it, likely indicative of a fault of the main integrated circuit (ic) that controls the ba ttery. An attempt to reset the (B)(6) main ic was performed but was unable to reestablish the functionality of the battery. Further testing of (B)(6) revealed that one cell pair had no voltage, resulting in puv and cuv flags. Internal inspection of (B)(6) revealed a welding defect in a spot weld of a nickel strip between the cell pairs, which contributed to the no voltage cell pair and the enabled flags. Further testing of (B)(6) revealed that the battery was inoperable. Internal inspection of the battery revealed a defective solder connection between the printed circuit board (pcb) and a wire from the output cable assembly. The wire was re-soldered to the pcb; results revealed that the battery regained functionality and testing revealed that the battery was depleted with puv and cuv flags enabled. Allowing the battery to charge removed the cuv and puv flags, regaining the battery's functionality. Log file analysis revealed that the batteries (B)(6) were not in use within the analyzed period, thus these are additional findings not related to the reported event. The most likely root cause of the observed inability of (B)(6) to charge or provide power event can be attributed welding defect due to improper assembly during the manufacturing process. Scapa (B)(4) is investigating this issue. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the observed inability of (B)(6) to charge or power event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. The most likely root cause of involving (B)(6) to charge or provide power event can be attributed to a solder defect during the manufacturing process. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Review of the controller log files revealed thirteen (13) controller power up events with associated pump start events were logged between (B)(6) 2022 and (B)(6) 2022. Multiple momentary disconnections involving (B)(6) and a controller adapter were recorded leading up to the loss of power on (B)(6) 2022. The controller was without power for an average of twenty-four (24) seconds per loss of power. Review of the data files revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Review of the alarm log files revealed several critical battery alarms were logged due to communication errors involving (B)(6) . In addition, log files revealed intermittent increases in power consumption within the analyzed period leading up to (B)(6) 2022 and eight (8) high watt alarms were logged since (B)(6) 2022. As a result, the reported events were confirmed. There is no evidence a power source lubrication procedure was performed on (B)(6). The other batteries were lubricated prior to release. Based on the limited information available, the device may have caused or contributed to the reported high power event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. CAPA (B)(4) investigated momentary disconnections. Even though this CAPA is closed, (B)(6) and (B)(6) fall within the bounds of this CAPA. Additional products: d4: serial#: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes, dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: img code(s):g0403401 h6: FDA device code(s): a1203 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02, d15 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s):g04139 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s):g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 18-jul 2022 h3: yes dev rtn to MFR? Yes h6: img code(s):g02012 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 d4: serial #: (B)(6) d9: yes, return date: 18-jul-2022 h3: yes, dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system -battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 24-jun-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data and a battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Event description:
It was further reported that the patient was transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B1 adverse event or product,b2 outcome attributed to adverse event, b5 describe event or problem, d6b explanted date and h1 type of report date were updated. Additional products: d4: serial#: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial #: (B)(6), h6: imf code(s): f08, f1203 d4: serial#: (B)(6), h6: imf code(s): f08, f1203 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a seventh battery exhibited a no power alarm. It was also reported that all eleven of the patient's batteries were removed from service due to concerns for additional pump stops.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-jun-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial or lot#:(B)(6);UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-jul-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2022 / serial or lot#: (B)(6); UDI #:(B)(4);d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-jul-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial or lot#: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-jun-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.